Manufacturer narrative:
Product ID 3387-28, lot# va1uek0, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. Device information was received.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced a hematoma at the right lead related to the lead implant procedure. The patient's symptoms included dysarthria and right hemi-facial paralysis. There was no action taken and the issue was resolved without sequela on (B)(6) 2019. No further complications were reported or are anticipated in association with the event.